Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the initial investigation analysis, the sensor glucose value on (B)(6) 2024 at 3:00 pm was 333 mg/dl and no blood glucose (bg) value was entered. However, a review of the picture provided by the customer showed that the bg value at 2:58 pm on (B)(6) 2024 was 39 mg/dl. Thus, the customer reported mismatches were confirmed. A review of the alert history revealed that the system asserted a high glucose alert at 2:20 pm, 2:35 pm, 2:50 pm and 3:05 pm as sg values were above the high glucose alert threshold which was set at 160 mg/dl. The system wouldn't have asserted a low glucose alert since the sg value was above the low glucose alert threshold. A further review of the glucose data revealed that the system performance had deviated from the normal behavior. To further investigate the issue and to determine the root cause, the return material authorization (RMA) was issued for sensor replacement. However, the sensor was never received and as a result, no further investigation or root cause analysis was possible for this complaint. Based on the glucose data on dms, transmitter diagnostic log and pictures provided by the customer, the possible root cause of the observed inaccuracy could be due to calibration of the system during the periods of rapid glucose changes. No further investigation was possible for this complaint. As part of resolution, the customer was given a sensor replacement. B4. Date of this report updated to 24 sepetmber 2024. G3. Date received by the manufacturer? 13 september 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On june 21, 2024, senseonics was made aware of an hypoglycemia event where the patient did not receive low glucose alerts, but instead received high glucose alerts due to discrepancy in the glucose readings. The incident happened on 19- june- 2024 at around 3 pm. The patient reported that blood glucose (bg) value was 39 mg/dl where as sensor glucose (sg) reading was 330 mg/dl. The high glucose alert threshold was set at 160 mg/dl and since the sg value was above the threshold value, the system triggered high glucose alert. The patient self resolved the hypoglycemia event by drinking soda.